Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate erratic readings of "227 and 243 mg/dl." The reported readings were taken within 20 minutes of each other. On april 5, 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests his blood glucose 3 times per day and manages his diabetes with novolog and lantus insulin. The patient's lantus dose is static while the novolog insulin is based on a sliding scale (130-180 mg/dl - 6 units, 181-230 mg/dl - 12 units, and 231-280 mg/dl - 16 units). On the afternoon of (B) (6) 2010, the patient obtained blood glucose readings "227 and 243 mg/dl" on the subject meter. Based on the elevated readings, the patient took 16 units of novolog insulin and ate his usual meal. The patient reportedly did not participate in any strenuous activity that day. The patient also tested on another whole blood calibrated meter and obtained a blood glucose reading of "152 mg/dl" on that same day (unknown time). Reportedly, one hour afterwards, the patient developed symptoms described as "shaking and trembling." The patient took some sugar and allegedly felt better soon after. The patient felt that the "227 and 243 mg/dl" was inaccurately high at the time of concern. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. During troubleshooting, the customer care advocate verified that the results were taken on an approved sample site. This complaint is being reported because the patient claimed he had symptoms that can be suggestive of hypoglycemia and received medical intervention after the patient took insulin based on the alleged lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.